Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for one sample from the cobas c 111 analyzer. The initial result was 434.8 umol/l, and the repeat result was 62.3 umol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A reagent issue was not likely since qc and calibration data were inconspicuous. There was no product problem identified.